Event description:
Customer reported to beckman coulter, inc. (Bec) that vancomycin (lot # m011662) reagent cartridge leaked from the bottom seam. Customer wanted the vancomycin reagent replaced. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Vancomycin reagent contains material of animal origin and should be considered potentially infectious. This report is one of three reports related to three events that occurred on the same day. This report is related to MDR#2050012-2011-08202 and MDR#2050012-2011-08203. (B)(4).